Event description:
It has been reported to philips that the system did not boot up successfully as the start-up and stuck at philips splash screen. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and found ¿low load fluo flavor selected: emergency power active¿ error message. During troubleshooting, the fse identified that the module communicates with the ups in the m cabinet was defective. The fse replaced the module. After replacement of the module, the system was returned to use in good working order.